Event description:
It was reported to medtronic minimed that the customer was hospitalized for hyperglycemia. The high blood glucose value was 800 mg/dl at admission after the pump stopped working. Symptoms included tiredness, weakness, dizziness, vomiting, and nausea and were treated with emergency medical services. The event involved mmt-1880,mmt-332a,unomedical. The high blood glucose was treated with IV fluids in the hospital; the customer did not use a sensor and did not have a backup plan. Troubleshooting was performed customer was using the insulin pump system within 48hrs of reported event. The auto mode/smartguard feature was not applicable at the time of the event. The infusion set was changed the day before the event, and no pump damage or alarms were reported. Ketone testing was performed, but the customer was unsure of the results. No further patient complications were reported. Mmt-1880,mmt-332a,unomedical return was not required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.